Manufacturer narrative:
Investigation evaluation it was reported that, during a flexible ureteroscopy procedure on the right ureter, the probe tip of the 'ncircle tipless stone extractor' detached. The separated tip was removed from the patient, with difficulty, using a resterilizable, flexible, multi-use biopsy clamp. As a result of the difficult removal, the procedure was extended by 30 minutes. A laser was utilized during the procedure, and the device had been tested before use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor returned for investigation, with no original packaging except label portion. Piece of wire approx. 2.5cm long returned in specimen cup. One end appears to have been pulled free from assembly, while the other end near connecting loop. This end has blackened appearance. One of the basket wires pulled free from the basket cannula that secures the proximal ends of the basket wires in place and the wire was broken. The broken end of the basket wire was blackened and had a melted appearance, indicating exposure to a laser. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of complaint history records shows two other complaints similar with the complaint device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The product IFU, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that, during a flexible ureteroscopy procedure on the right ureter, the probe tip of the 'ncircle tipless stone extractor' detached. The separated tip was removed from the patient, with difficulty, using a resterilizable, flexible, multi-use biopsy clamp. As a result of the difficult removal, the procedure was extended by 30 minutes. A laser was utilized during the procedure, and the device had been tested before use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer (person) phone = (B)(6). E3: customer occupation = pharmacist. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.